Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device tripped to rrt but the measured battery data showed 2.58v, 28ua, 3.9 kohms and the magnet rate was 89.3 ppm. Since the device was at high outputs, a replacement was scheduled.